Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient observed a low battery warning and subsequently lost stimulation and communication with the ipg. The patient underwent surgical intervention to explant and replace the device with a different model ipg. No patient complications were reported.